Manufacturer narrative:
E1- facility name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use aspiration needle would not retract, after exiting the endoscope the needle was missing. This event was found during a therapeutic endobronchial ultrasound (ebus) procedure. There are no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's report was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a component failure of pebax. The cause of the pebax peeling could not be determined. Strong contact with some object is possible. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: 11 preparation, inspection, and operation 11.4 operation warning ¿ do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. 11.4.1 inserting into the endoscope warning do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. 11.4.2 piercing warning ¿ if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. 11.4.6 withdrawing the instrument from the endoscope caution do not withdraw the instrument from the endoscope unless the needle slider is fully retracted proximally into the sheath. Otherwise, the endoscope¿s instrument channel could be damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the single use aspiration needle would not retract, after exiting the endoscope the needle was missing. This event was found during a therapeutic endobronchial ultrasound (ebus) procedure. There are no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, update to field d8, d9, and correction to field h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: needle fractured as the pebax layer peeling was detected. A definitive root cause for the new reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: strong contact with some object. Olympus will continue to monitor field performance for this device.